Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 525 mg/dl. He received multiple no delivery alarms during boluses. The customer changed out his infusion set and reservoir and still received a no delivery alarm. Standard troubleshooting was offered, but could not be performed since the customer was at work. The product is not being returned. Nothing further was reported.